Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a coyote es balloon catheter. There was no visible damage. Functional testing was completed by connecting a water filled inflation device to the hub and pressurizing the catheter. The water was streaming from the tip. Microscopic examination of the device revealed a hole in the inner shaft by the balloon weld.

Event description:
It was reported that balloon tear was encountered. A 3mm x 20mm x 143cm coyote es balloon catheter was selected for use. However, upon opening the package, it was noticed that the balloon had a tear. The procedure was completed with a 3x30 coyote balloon catheter. No further complications reported.

Event description:
It was reported that balloon tear was encountered. A 3mm x 20mm x 143cm coyote es balloon catheter was selected for use. However, upon opening the package, it was noticed that the balloon had a tear. The procedure was completed with a 3x30 coyote balloon catheter. No further complications reported.